Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the haziness on insulin pump screen. Customer¿s blood glucose level was unknown. Customer stated that unexplained no delivery alert. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no missing segment or partial display anomaly noted during test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).